Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the 3cg stylet was confirmed and the cause was determined to be use related. The product returned for evaluation was a 3cg tls stylet. The distal magnetic tip of the wire contained a complete break 4.0cm from the distal wire tip. Blood residue was seen throughout the polyimide/magnet tip and the core wire contained a kink near the t-lock assembly. The broken segment was slight hooked in shape and the remaining magnetic tip contained a near 90° bend. Microscopic examination of the fracture region found a total of 11 kink locations, all of which were between magnet interfaces. Further examination revealed the core wire of the broken segment to be bent, backwards, towards the distal tip. The orientation of core wire near the break site is indicative of compressive force acting on the wire tip. Furthermore, the 11 kink locations within the magnetic region show that the wire had been sharply kinked at each location. These findings are consistent with malposition of the 3cg stylet in relation to the catheter tip. If the stylet is inadvertently advanced beyond the catheter tip, the stylet can become kinked backwards against the catheter during insertion. The observed fracture features were consistent with that type of event. A lot history review (lhr) of reby0645 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported to the sales rep that during the placement of the PICC the rn encountered some resistance while advancing PICC near axilla. It was stated the rn advanced and withdrew PICC several times then removed PICC from introducer and noticed wire extended beyond tip of PICC (had not prior to insertion). The rn reported the wire was withdrawn from PICC and the exposed end did not move with the rest of the wire. It was confirmed that wire was broken. A new device was not placed.